Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model#: mc1vr01-delsys, expiration date: 14-apr-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 05-nov-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant procedure the leadless implantable pulse generator (ipg) was "partially deployed upon pushing contrast and without using deployment button." The physician had to "unlock the tether and manually pull back the device into the cone and then relock the tether." The device was successfully implanted and remains in use. No patient complications have been reported as a result of this event.